Event description:
Reporting status: malfunction. Reporting rationale: distal shafts separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that the a balloon did not cross the lesion while another company's did. The device did not perform to expectation. This event is being reported based on the return goods lab analysis which revealed a distal shaft separation. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering could not determine a conclusive root cause for the distal shaft separation. Evaluation summary: quality assurance revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The outer member was separated at the balloon proximal seal. The material at the separation was jagged. The inner member was separated, 5.5 cm distal to the guide wire exit notch. The material at the separation was stretched and jagged. The distal end of the inner member separation was smashed and stretched, distal to the balloon proximal seal extending proximally for a length of 23 cm. The distal shaft was twisted, 4.3 cm distal to the guide wire exit notch extending distally for a length of 3 mm. The outer member was bunched, 5.3 cm distal to the guide wire exit notch extending distally for a length of 4 mm, 6 cm distal to the guide wire exit notch extending distally for a length of 8 mm, 10.5 cm distal to the guide wire exit notch extending distally for a length of 6 mm. There were three kinks in the hypotube at the distal end of the strain relief tubing, 9 cm and 42 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The 2/3 balloon profile could not be measured due to the damages noted. Product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Analysis of the returned product noted blood and contrast in the balloon and inflation lumen, which is consistent with a leak or separation while in the pt's anatomy. The material at the separation was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that can contribute to separations include, product placement technique, guiding catheter support or size, fractured/kinked shaft, weak seals, or excessive force applied to remove the catheter. To ensure this is not a result of mfg deficiency, all balloon catheters are visually inspected for damage during the mfg process, including at the point the product is placed in the coil dispenser. It is likely the balloon catheter encountered resistance during the failed attempt to cross the lesion and during removal. If force was used to counteract that resistance, it would have contributed to the shaft bunching and proximal seal separation as the shaft may not have provided enough support, therefore, weakening the material at the seal. If further force was applied after the proximal seal separated, the inner member would then weaken and separate also, as it would not have been supported by the outer member. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause could not be determined for the noted damage to the catheter. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.